Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1983 showed no similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent PICC catheterization on (B)(6) 2021, and was scheduled to undergo 8 chemotherapy treatments. After being discharged from the hospital on (B)(6) for catheter care, the pipeline was unobstructed, and blood was drawn back. During the 15 days from (B)(6), the patient did not undergo catheter maintenance. On the evening of the 9th, when the patient was taking a bath, the catheter was found to have come out. He called on the next day to inform the patient to come to the hospital. The patient did not have any discomfort, the catheter wandered through the right upper arm to the pulmonary aorta, and was immediately admitted to the hospital for interventional vascular guide removal.